Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/20/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant result on a (B)(6) year old male patient drop in bp, agitation, diaphoresis. The customer states that the patient was transfused with 1 unit rbcs onsite at the second hospital and 2 units accompanied patient when transferred to a tertiary care facility. The transfusion was based on the beckman result. The patient was admitted on (B)(6) 2017 and discharged on (B)(6) 2017. There was no additional patient information available at the time of this report. The customer states that return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.